Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 22 events were previously reported during the reporting period, however, 22 previously reported events were included under MFR report # 0001811755-2020-02967 but should be included under this report. 22 previously reported events are included in this record. Product return status 22 devices were received. Additional information 22 devices were not labeled for single-use. 22 devices were not reprocessed or reused.

Event description:
This report summarizes 22 malfunction events in which the device reportedly corroded and overheated. 22 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 22 events were previously reported during the reporting quarter; however, 2 previously reported events were included under MFR report # 0001811755-2020-02967 but should be included under this report. 24 previously reported events are included in this follow-up record. Product return status 24 devices were received.

Event description:
This report summarizes 24 malfunction events in which the device reportedly corroded and overheated 24 events had no patient involvement; no patient impact.